Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the returned sample noted one opened (without original packaging), and 4 unopened in original packaging silicone temp sensing catheter. The balloon for the opened silicone temperature sensing catheter was attempted to be inflated, however leaked from a lateral tear around entire circumference of balloon immediately. There were no missing pieces. Torn balloons were out of specification. For the remaining 4, the catheter balloons were inflated with 5.5 ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water) and balloon concentricity was observed to be 60:40. The balloons were allowed to rest for 30 minutes without leaks. The balloon passively deflated with no issues and returned 5.5ml of solution. When the drainage lumens for the four catheters were flushed with the methylene blue solution, no leaks were noted. Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be "tooling damaged (core pins)". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the catheter fell out of the patient with a deflated balloon on the next day of usage.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out of the patient with a deflated balloon on the next day of usage.